Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering logs from (B)(6) 2025 show multiple low and urgent low glucose alarms. Alarms were triggered appropriately in response to cgm glucose, though not consistently acknowledged. Insulin delivery was suspended as expected during periods of hypoglycemia, and insulin delivery requests resumed once glucose levels began to rise. Log data confirmed a cartridge and infusion set change were performed later that day, including two tubing fills in succession. No motor or dosing errors were identified. Based on available information, the ilet was functioning as intended. The cause of the user's hypoglycemia is indeterminate. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a user was hospitalized for observation following a reported episode of weakness. The user contacted ems and was transported to the hospital, where they were admitted. At the time of hospitalization, the user's blood glucose (bg) was in range, but they reported feeling unwell and had not fully recovered from a prior hypoglycemic episode. The user described having a brittle form of diabetes. Hospital staff paused insulin delivery and managed bg with manual injections during the hospital stay. The user was discharged on (B)(6) 2025 and has since resumed use of the ilet.